Manufacturer narrative:
Per the case notes, the user had the sensor successfully removed via surgery. Despite multiple follow-ups attempts made to gather more information from the user, the date of the sensor removal could not be obtained due to no response.

Event description:
On september 13, 2024, senseonics was made aware of an event where the sensor removal was unsuccessful on the first attempt made on (B)(6) 2024 on the user's sensor. The hcp started the removal procedure by making an incision but was unable to locate the sensor.